Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was placed during a cystourethroscopy with laser lithotripsy, stone extraction, and ureteral stent placement of the left ureter. According to the complainant, after the stent was placed the patient developed severe hematuria and hypotension post operatively. Patient was admitted to the sicu and transfused with 4 units prbc. A CT scan showed the stent had perforated the renal parenchymal. In 2009, the stent was removed and a new stent was placed. Hematuria then cleared and the patient stabilized. Follow up information received two months later, stating the patient underwent a ureteroscopy to remove the residual stone. The second stent was removed at that time. The patient is doing "well without further problems".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates can not be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis could not be completed. At this time we are unable to determine the relationship between the device and the cause of this event. If there is any further relevant information a supplemental medwatch will be filed.